Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reports she could not test with their meter and that she felt her blood glucose levels were low. The customer also reports that she experienced shakiness. Customer self-treated with candy, (B)(4) and protein. There was no report of death, serious injury or third party medical intervention.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.